Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. The cause for failure was the ribbon cable was torn in half. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor.